Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the high flow insufflation unit exhibited front panel led (light emitting diodes) lights are dim. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the poor light emitting diode (led) lighting is caused by a failure of the front panel. Olympus will continue to monitor field performance for this device.